Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided femoral head product and lot code combination since its release to distribution. The lot specific database search was not possible for the insert as the necessary lot code was not provided. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusion with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Reason revision booked is due dislocation due to extreme angulation of hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.